Event description:
Home patient (hp) reported feeling shoulder pain, as if pt had excessive air, after using the homechoice cycler for apd therapy. Spouse of the hp reported seeing air in the pt line of the homechoice set at the start of therapy, however, spouse did not reprime the pt line but connected the hp to the set. Hp's spouse states at the end of apd therapy using the homechoice cycler spouse noted that the lines of the homechoice set were empty of fluid and had air in them. The spouse felt that the machine had delivered air to the hp and subsequently requested a replacement homechoice cycler. According to the hp's spouse, there was no pt injury or medical intervention.